Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the physician found the lead difficult to steer and the stylet would not advance all the way down to the end of the lead. The lead was eventually able to be placed and is still in use. No patient complications have been reported as a result of this event.